Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-2323bcc biocomposite swivelock tip broke off during insertion. It is unclear whether the broken fragment was removed from the patient. The case was completed using a new ar-2323bcc biocomposite swivelock. This was discovered during a procedure on (B)(6) 2024. Additional information was provided on (B)(6) 2024, where the arthrex subsidiary employee stated that this event occurred during an arcr surgery. All fragments were retrieved from the patient. Another ar-2323bcc was used to complete the case. The patient had a hard bone quality. There was no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.